Event description:
This lead was capped on (B)(6) 2011 due to high thresholds. The procedure took place at (B)(6) medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).